Event description:
Caller reported a malfunction on a pump, identified by the code "malf 12." There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction recurs, acknowledging and understanding the guidance.